Event description:
An optometrist reported a case of bilateral peripheral chemosis, observed at one day post photo refractive keratectomy (prk). Reporter indicated the pt was placed on an oral dose steroid, and increased topical steroid eye drops. Pt noted he "didn't use the steroid drops as directed and only used them maybe two times a day". Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's left eye, and another MFR. Report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).